Event description:
Follow up with the company representative revealed that the patient's vns settings and duty cycle had been increased in response to the increase in seizures experienced by the patient following vns replacement. The physician's office have considered x-rays in order to assess the state of the leads. It was stated that there was concern that the surgeon reversed the lead pins during surgery. However, it was stated that the surgeon removed the lead pins from the previous generator and placed them in the same order into the new generator. The patient's increase in seizures was reported as above the pre-vns baseline. Vns diagnostics were within normal limits and the patient was now able to feel stimulation. The x-rays have not been reviewed by the manufacturer to date.

Event description:
It was reported by the surgeon's office that the patient was still having daily seizures following her vns replacement surgery. An email was later received indicating that the patient was experiencing an increase in seizures and the patient's neurologist could not rule out the possibility of the vns contributing to the increase. However, the physician did believe that there were other possibilities contributing, such as medication tolerance and compliance and poor sleep. Vns diagnostics were within normal limits. No additional relevant information has been received to date.